Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A voluntary medwatch form 3500 was received (report #mw507735); if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dizzy, lightheaded and nearly ¿blacked out¿ when their controller had only one power source connected. While changing the power source from a battery to wall power, the patient disconnected a battery from one side of their controller. The patient saw a red illumination with no audible tone or alarm and began to feel symptomatic. In addition, there was also a beeping alarm noted with the inability to connect to a power source appropriately. The power sources were replaced with no change in results and so the controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device codes this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller experienced an unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was not returned for evaluation. As a result, the reported "poor mechanical connection" and controller "no sound" events could not be confirmed since the device was not available for testing and no supporting evidence was provided. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported "poor mechanical connection" can be attributed, but not limited, to a misalignment between the power port and the battery output connector. A possible root cause of the controller "no sound" event can be attributed, but not limited, to a faulty internal component/assembly error. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed several momentary disconnections involving the power sources. A momentary disconnection will result in audible tone or "beep". As a result, the reported "beeping" event can be confirmed. Analysis of alarm log file did not reveal any high priority alarms during the analyzed time period. One controller power-up and associated pump start event was logged, indicating a loss of power to the controller. This correlates with the reported "red illumination" observed by the patient. The controller power-up event was logged on (B)(6) 2018 at 05:14:22. The data point prior to the loss of power revealed that bat585031 was connected to power port one (1) with 96% relative state of charge (rsoc) and an ac adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat585031 was connected to power port one (1) with 96% relative state of charge (rsoc) and no power source connected to power port two (2). The controller was without power for 11 seconds. The most likely root cause of the reported "beeping" can be attributed to momentary disconnection between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.